Event description:
A report was received that a recently implanted patient developed a low grade fever. The patient was admitted in the hospital. The physician was not sure as to the reason for the fever but the patient was treated with antibiotics as a precaution. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.